Event description:
Patient implanted from c5-c6, anterior cervical corpectomy, with a fibular strut, secured with a vectra plate and screws, and bone graft at c4 - c7 on (B)(6) 2012. A few weeks later, the graft kicked forward at a 90 degree angle and the plate was dislodged. Patient was returned to operating room (B)(6) 2012 and upon exposure it was noted, the strut had compromised the level above, c4, and a corpectomy was performed at that level. An expandable cage was placed from c4 - c6 and anterior plating was put in to secure it from c3 - c7. Plans were to back it up from the posterior the following week. This is 5 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.